Event description:
It was reported that the patient had no stimulation sensation and she noticed the change around 3 a.m. The morning of the report as she used stimulation 24/7. About 12 hours prior to this she noticed a change in the smoothness of stimulation. It changed from a steady rate to a pulsing sensation. As well as for the past month the stimulation sensation felt different; like it wasn¿t as strong or full as it was before even after she recharged. She last charged later in the week prior to the report. The patient used her recharger to check her system and the display showed the ¿call your doctor¿ icon. It was reviewed that the only way to clear this message was with a clinician programmer. It was noted the patient couldn¿t find the bag her patient programmer (pp) was in but was going to continue to look for it. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3550-39, lot# n314553, implanted: 2012 (B)(6) product type accessory product ID 3 7754, serial# (B)(4); product type recharger product ID 3550-14, lot# n314352, implanted: 2012 (B)(6); product type accessory product ID 3550-14, lot# n314352, implanted: 2012 (B)(6); product type accessory product ID 355531, lot# n302514, implanted: 2012 (B)(6); product type screening device product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3550-39, lot# n314553, implanted: 2012 (B)(6); product type accessory product ID 3550-14, lot# n314352, implanted: 2012 (B)(6); product type accessory. (B)(4).